Manufacturer narrative:
(B)(4).

Event description:
User reported the placement of the catheter went well, but noticed the wire bent a bit. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
User reported the placement of the catheter went well, but noticed the wire bent a bit. No patient harm was reported. The patient's condition is reported as fine.